Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported, patient presented with raised cobolt and chromium levels. Lfit head removed from accolade ii stem and replaced during revision surgery.